Event description:
The user facility reported that during an unspecified type of endoscopic therapeutic procedure, the users attempted to used multiple quickclips to address bleeding, but experienced difficulty with the clips falling off, or failing to deploy. The users elected to complete the procedure with an unspecified model and type electrocautery device. The status of the pt is not known.

Manufacturer narrative:
The subject devices referenced in this report were not returned to olympus for investigation, as the user facility reported that the clips had been discarded following the procedure. The cause of the user's experience cannot be conclusively determined. If additional significant info becomes available at a later date, a supplemental report will follow. This report is being filed as an MDR in an abundance of caution.